Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). Reference regulatory report #3004209178-2018-06420 for information regarding the other ins associated with this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the during an ins replacement surgery for normal battery depletion, the hcp had difficulty removing the extension from the old ins. The hcp finally got the extension out of the ins but the connector was bent, and they were unable to fit the bent connector into the new ins. The connector got stuck, and they were unable to fully insert it. Follow-up was conducted. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the difficulty removing the connector/connector being bent was not determined. The patient was scheduled for an extension and/or lead revision on (B)(6). It was noted that this information was confirmed with the physician.